Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify motor position encoder error in alarm history screen due to motor error alarms. The device had cracked battery tube threads and cracked reservoir tube note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported to philips that the device flashed external power interrupted when the discharge button is pressed. The device passes all tests and shows no errors in the logs. There was no reported patient involvement.